Event description:
Per information provided: (B)(6) 2009 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per operative notes, ¿the hernia sac was identified and reduced. A small ventralex mesh (device #2) was placed into the peritoneal cavity and secured using sutures.¿ attorney alleges that patient had nerve damage, hernia recurrence, adhesions, pain, bowel removal, emotional injuries. It also alleged that the patient had crohn¿s disease and mesh migration. Note: there is no operative notes provided for the composix e/x (device #1) implanted on (B)(6) 2006 in ppf and medical records.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2009) is considered to be a best estimate. Note, the date of event is considered to be a best estimate as ((B)(6) 2025) based on the date of awareness. This emdr represents the bard/davol ventralex mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol composix e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.